Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported resistance was felt during removal of the protective sheath from the 3.0x15 mm nc trek balloon dilatation catheter (bdc). No damage was noted to the nc trek bdc. The nc trek bdc was attempted to be advanced over the guidewire; however, resistance was felt with the guide wire and it did not advance over the guide wire. The nc trek bdc did not enter the patient anatomy. A same size nc trek bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty positioning the guide wire was confirmed. The reported difficulty removing the protective sheath could not be replicated in a testing environment since the sheath was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.